Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation because the facility discarded the subject device. As the checking of the manufacturing record between december 2013 (the purchased month) and december 2014, there was nothing abnormal detected. The root cause of the reported event has not been determined conclusively. However, according to the doctor's comment, there was a possibility that the event occurred due to a condition of the patient's mucous membrane or the doctor's technique.

Event description:
It was informed that the doctor used the subject device with pcf-q260ai during a colorectal polypectomy. The doctor clipped to stop blooding, but the clip came off the tissue. Then the scope sucked the clip and the clip was stuck at a suction button. Consequently, the doctor couldn't remove the suction button of endoscope temporarily. The doctor withdrew the endoscope from the patient, and removed the clogged clip. After that, the doctor inserted the endoscope again, and completed the intended procedure with another hx-201ur-135l. There was no other patient injury regarding this report. Also, the doctor commented that s/he could not clip the bleeding area as intended.